Event description:
It was reported that the pt underwent a spinal procedure at l1/l2 for l2 trauma using posterior fixation. The post-op x-ray revealed that a break-off setscrew tab had not been broken off. The secondary surgery was performed to break off the screw tab. During the procedure, the break-off setscrew tab could not be broken off, therefore, it had to be replaced.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Although we do not have enough info to suggest this reported event is related to product performance, we are filing this medwatch for notification purposes.